Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their atrial lead exhibiting noise episodes and inconsistent capture thresholds. Patient was scheduled for lead replacement on (B)(6) 2020, however the procedure was cancelled due to patient experiencing an unrelated cardiac health issue. Lead will be kept in place indefinitely and monitored. Patient was stable after the event.